Manufacturer narrative:
The investigating engineer, quality assurance & regulatory affairs has determined the following: according to the device logs no device error occurred during the affected run that could have affected the tissue processing quality of this run. On (B)(6), prior to the affected run, the 70 % ethanol, the 80 % ethanol and all absolute ethanol reagents were replaced by the customer. Runs performed subsequently showed poor tissue processing quality. After the affected run, all the reagents were replaced with fresh stock by the customer. Following this replacement the processing quality was as expected. Based on the log review and subsequent verification, it has been determined that the most likely cause of this adverse event is incorrect operation during the reagent replacement process. This issue caused the reagent concentration at the reagent stations to fail to meet the processing requirements, prevented the complete displacement of water from the tissues, and thereby affected the quality of tissue processing. This issue caused the reagent concentration at the reagent stations to fail to meet the processing requirements, to avoid the recurrence of the same issue in the future, the customer was advised to: replace the reagents in rotation according to the recommendations in section 3.5.1 "cycle for changing reagents" of the IFU (p21). If replacing all reagents at one time, please monitor the reagent concentration in each reagent bottle at all times and replace them with caution.

Event description:
On september 08, 2025, leica biosystems received a complaint that one of our customers experienced suboptimal tissue processing in one run on their histocore pearl tissue processor on (B)(6) 2025. Leica biosystems was informed that a total of 200 samples had been impacted by this incident. In the one case where a diagnosis was not possible, a re-biopsy was performed.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.